Manufacturer narrative:
Concomitant: 690r32 heart ring implanted: (B)(6) 2017; t510c29 tissue valve implanted: (B)(6) 2017. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.